Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - physical damage) issue; damaged battery compartment. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: during the investigation, a review of the black box showed the vp and vm were steady with no sudden drops prior to the reported temperature event on (B)(6)-2017. The pump¿s electrical current draws were found to be within specification. No evidence of moisture in the battery compartment or internally was found. No damage was found to the battery compartment, and the battery cap was able to be secured to the pump. The power flex and components were inspected with no defects found. The pump was opened, and no damage was observed to the power circuit. The pump was successfully run on a 24 hour basal program with no reboot, power loss, or overheating duplicated. Investigators were unable to duplicate the overheating pump complaint during the investigation. The battery was not returned with the pump.